Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the indwelling foley 16 fr coude temperature sensing catheter kit was missing sterile gloves in package. Also stated that the sterile water syringe was empty, missing cap (not found in kit) and plunger was halfway down.

Event description:
It was reported that the indwelling foley 16 fr coude temperature sensing catheter kit was missing sterile gloves in package. Also stated that the sterile water syringe was empty, missing cap (not found in kit) and plunger was halfway down.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect operation of unit packaging in box. The device history record review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.